Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated there is a wound opening up over where her ins is placed. The patient stated she saw her primary care physician and was prescribed antibiotics, but is requesting a list of doctors that are trained in spinal cord stimulation (scs) because the patient has moved. No further complications were reported. No additional patient symptoms were reported.